Manufacturer narrative:
Manufacturer¿s investigation conclusion: unresolved driveline power fault alarms were unable to be confirmed as no applicable log files were available for evaluation. A specific cause for the driveline power fault alarms could not be conclusively determined. It was reported that the patient had driveline power and communication fault alarms. The patient¿s modular cable and controller were exchanged, which reportedly resolved the driveline communication fault alarm only; refer to the modular cable and controller investigations regarding resolution of the driveline communication fault alarm. The patient was stable and discharged. It was reported that no product was available for evaluation. No applicable log files were available. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, is currently available. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, rev. G, is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. Section 8 ¿handling emergencies¿ lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had a driveline power fault and driveline communication fault on (B)(6) 2024. Both the system controller and modular cable were exchanged.